Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the attachment device and the reported condition that the drill sounded as if it was losing power more so by the tone than by its operation was confirmed. The device was visually inspected as received from the customer. It was found that the device passed all visual inspections. The device was functionally tested and failed functional assessment and vibration assessment due to the bearing being were worn out causing the vibration. The most probable cause for the found defect vibration caused by worn out bearings is due to excessive force applied during use. The assignable root cause of this condition was determined to be traced to improper handling, by the user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: cutter device, motor device (10sep2021) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the cutter device would migrate out during decortication of bone when used with the attachment device and motor device. It was reported that the malfunction was caused by the attachment device. It was also reported that the motor device sounded as if it was losing power more so by the tone of the device than by its operation. The tone would lower after a few minutes of running and would return to normal after a rest period. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.